Event description:
It was reported patient experienced infection following an unrelated surgery. Surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An infection following an unrelated surgery was reported to abbott. Surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.